Manufacturer narrative:
Age or date of birth: patient¿s birthday was not provided, (B)(6) 1959 was used based on age of patient. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had a hole inside. The following information was provided by the initial reporter: there was a hole found in side of 3ml syringe and blood leaked out when used for needling for hemodialysis.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the contents of the syringe had spilled out from the barrel wall due to a crack. Reported issue has been confirmed. Potential root cause for the cracked barrel defect is associated with the assembly process. It is most likely occurred due to misalignment or improper transfer between assembly dials. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 1322088. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had a hole inside. The following information was provided by the initial reporter : there was a hole found in side of 3ml syringe and blood leaked out when used for needling for hemodialysis.